Event description:
Original problem description: from customer there was" criticals alarms between 6h30 and 7h45 on (B)(6) 2020". These alarms would not have been taken by iacs (alarms) or care unit staff. The patient was resuscitated by cardiac massage. Care unit staff would like to know if iacs warned correctly all alarms in order to check if all was good on detection in iacs. Clarification of event description: a review of the iacs logs was requested to determine if all alarms were provided during an event where the involved patient was resuscitated. This could indicate an alarm failure and or a delay in treatment occurred during the event.

Manufacturer narrative:
Additional information was provided stating that there was no allegation of malfunction of a draeger device in this complaint. The customer only requested a list of alarms from the event. After review of the logs, it was found that the correct alarms generated on the iacs as designed. A list of the alarms , audio pauses and cockpit screenshots were provided to the customer. There was no device malfunction.

Manufacturer narrative:
Additional information was provided from the customer stating that there was no allegation of malfunction of a draeger device for this event. The customer requested and was provided a list of the alarms provided and user actions logged during the event. There was no device malfunction.

Event description:
A review of the iacs logs was requested to determine if all alarms were provided during an event where the involved patient was resuscitated. This could indicate an alarm failure and or a delay in treatment occurred during the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
A review of the iacs logs was requested to determine if all alarms were provided during an event where the involved patient was resuscitated. This could indicate an alarm failure and or a delay in treatment occurred during the event.